Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/17/2016 that on (B)(6) 2016, the patient experienced an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient stated that the continuous glucose monitor (cgm) was displaying "???" For an hour, and during that time, patient was involved in a car accident because she could not view her readings. Before getting into the car, patient's smart device showed her blood glucose (bg) at 400 mg/dl and a finger stick (fs) showed 161 mg/dl. As she was driving the car, her smart device displayed "???" And she was involved in a car accident. Paramedics were called. The patient reported that after the accident, paramedics took her bg reading and it was at 39 mg/dl. Patient was taken to the hospital where her bg was checked, an x-ray was taken, lab work was done, and she was released the same day. They type of lab work performed and bg value measured at the hospital is not known. At the time of contact patient was sore. No additional patient or event information was provided. Data was provided for evaluation. The reported event of smart device displaying "???" Was not confirmed via data. A root cause could not be determined.